Event description:
A malfunction alarm identified as malf 12 was reported by the customer. There was no adverse impact on the customer¿s blood glucose level. Technical support provided information on resetting the pump, which the customer successfully completed, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared.